Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain and chronic low back pain. The patient reported that there was overstimulation and he just found the patient programmer (pp) and would like instructions on how to use it. The patient communicated with the ins, and the pp showed stim on. The patient decreased amplitude, and this resolved the overstimulation. The location of the overstimulation was the lower back, groin, legs (front and back), and more so in left leg. The symptoms were considered sudden. The patient stated that last week they had a CT scan to check on a possible herniated disc. Patient services reviewed longevity information with the patient and suggested the option of arranging a battery check appointment with the manufacturer representative at the healthcare providers (hcp) office. Patient services ordered an antenna for programmer as the patient said that he doesn't have one. No further complications were anticipated/reported.